Manufacturer narrative:
(B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿ + pen needle was blocked. The following information was provided by the initial reporter, translated from chinese to english. When the patient is injecting insulin, the injection button cannot be pressed, no insulin liquid is ejected, and the needle is blocked.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR was reviewed and there were not any qns or other events that could be related to this complaint. Pen needle product has 100% clog test in flowguru station, and defect part will be rejected by flowguru station automatically. Clog test was conducted on 7pcs retention samples and all no needle clog fail found. H3 other text : see h10.

Event description:
It was reported that the bd micro-fine¿ + pen needle was blocked. The following information was provided by the initial reporter, translated from chinese to english when the patient is injecting insulin, the injection button cannot be pressed, no insulin liquid is ejected, and the needle is blocked.